Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella rp flex returned for evaluation. Upon visual inspection, biomaterial was present in the inflow cage around the purge gap and impeller blade. High purge pressure reproduction testing was performed and pump was connected to lab console and purged for approximately 45 minutes. Purge pressure was high but no alarms were triggered. Pump was turn on to p-9 and was able to run without issue. Again, no "high purge pressure" alarms were reproduced. Biomaterial was present on the impeller blade after pump run. Returned data logs were reviewed and long-term log at time of reported issue showed no "high purge pressure" alarms being triggered with a stable purge pressure and purge flow. Clinical details noted that patient had had previous indwelling lines and extracorporeal membrane oxygenation prior to impella rp flex insertion. Additionally, tissue plasminogen activator infusion was attempted twice for decreased purge flows. The root cause of the high purge pressure was most likely due to biomaterial as evidenced with the returned product. B.3 revised date of event as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27121. B.7 added information that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27121. D.1 brand name was revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27121. D.4 model number was revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27121. G.4 added PMA/510(k) number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27121. G.6 30-day should of been selected on the initial manufacturer device report number 1220648-2025-27121. H.6 code 3221 was repeated twice on the initial manufacturer device report number 1220648-2025-27121 by mistake. Code 3233 should of been reported along with code 3221. H.10 instructions for use were mistakenly reported on the initial manufacturer device report number 1220648-2025-27121 for an impella rp device and this report is for an impella rp flex issue.

Event description:
The complainant reported that high purge pressure was encountered during impella rp flex support. Roughly thirteen days into support, purge flows began to decrease while the purge pressure rose. Multiple infusions of tissue plasminogen activator were performed, but the issue persisted. The pump was replaced as a result of the high purge pressure and climbing motor current. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer. Upon completion of the investigation, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿